Manufacturer narrative:
(B)(4). Concomitant medical products: unk liner, unk cup, unk stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02203. Reported event was confirmed by review of x-rays provided. X-ray review identified that there is superolateral dislocation of the constrained prosthetic femoral head. No fracture or abnormal radiolucency is identified. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to dislocation. Liner was revised. No additional information available.